Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. The patient¿s blood glucose level was unknown at the time of the incident. Issue was not resolved by troubleshooting and customer stated that they changed battery and reset the actins, which now is preventing pump from getting into auto mode for another 2.5 hours and she would like to know why the actins got cleared. The customer changed the batteries and pump said something like battery failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.